Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was repositioned on (B)(6) 2013 and the patient was doing very well. The medtronic equipment was intact, and not suspected to be linked in any way to the revision.

Manufacturer narrative:
Product ID 8709 lot# l70459, implanted: 2000 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump/catheter connector area was palpable under the patient¿s skin. The patient bumped this area frequently which caused tenderness. This was reported to the physician during a routine refill appointment. The patient was evaluated by the physician and the device was evaluated under fluoroscopy. There were no visible discrepancies. The patient had no symptoms of overdose or underdose. She did have occasional chills/sweats that had been going on for months and months and she attributed this to her thyroid. The patient felt that the drug gets ¿stale¿ or less potent when she was due for a refill. The dose had not been changed or escalated recently. The patient was referred back to the implanting surgeon for a revision of the pump pocket to eliminate the discomfort. It was later reported that the patient hit herself on the pump and had ¿felt different¿ ever since, the patient symptoms were very vague. Fluoroscopy was going to be done as the physician was able to feel ¿a piece of something in her pocket¿. He felt that the pump had ¿come apart¿. There were no specific patient symptoms reported or complaints of loss of therapy. It was later reported that the pump was sitting uncomfortable in the patient¿s body. The patient has bumped it several times so they were revising the pocket and possibly replacing the connector.